Event description:
Procedure type: hernia. According to the reporter: the pt stated her body started rejecting the mesh ten days postoperatively. The incision had come open because of the fluid. In the office, they removed part of the permacol and they left the rest implanted. A wound pump was implanted. The pt had a little incision no bigger than a quarter that just kept leaking and seeping. In (B)(6) 2011, the doctor lanced the right side about the level of the belly button and about 1 gallon of fluid came out. Pt stated the mesh was pulzaried. Dr. (B)(6) had done approx 5 surgeries.

Manufacturer narrative:
(B)(4).